Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra) lead and two right ventricular (rv) leads due to non function. After removal of one of the rv leads and while using a spectranetics tightrail rotating dilator sheath and a lead locking device (lld), the patient's blood pressure dropped. Rescue efforts commenced immediately, including thoracotomy. A superior vena cava (svc) tear was discovered, found to be over 10 cm in length. Despite efforts, repair of the tear was not successful and patient died after 20 minutes. There was no reported malfunction of any spectranetics devices in use during the procedure.